Event description:
Healthcare professional reported a right side rupture discovered during explant; device replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell (75-100%) and underweight. A visual and microscopic analysis were performed which identified: striated break on the posterior side. Based on the device analysis, the final assessment is a striated break assessed as surgical damage and missing shell assessed as inconclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported a right side rupture discovered during explant; device replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified; rupture discovered during explant.

Event description:
Healthcare professional reported a right side rupture discovered during explant; device replaced.